Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to contamination. The peritonitis was manifested by fever and cloudy fluid. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin and ip amikacin (doses, duration and frequency not reported). Dianeal therapy was ongoing. Four days after event onset, the patient was recovered from the event. Six days after hospital admission, the patient was discharged from the hospital. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.